Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It is reported that the patient presented in the office with a fractured screw in the implant. Tooth location # 7.

Manufacturer narrative:
This report is being submitted to report additional information. The product was not returned, and the reported event was non-verifiable. Based on the evaluation, device malfunction could not be verified. However, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported devices that did or could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the products were within specifications and conforming when they left zimmer biomet. DHR review and complaint history review could not be performed, as the lot number and item number associated with the reported product are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Functional testing to recreate the event could not be performed due to the nature of event. Therefore, the reported event could not be recreated. The complaint is related to the functional performance of the device. A definitive root cause could not be identified. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.